Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins battery had reduced ca pacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37752, serial#(B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was premature battery depletion. It was noted that the actions required as a result of the event included explant. It was noted that the manufacturing representative attempted reprogramming and impedance check. It was noted that the implantable neurostimulator (ins) was depleted and the manufacturing representative was unable to communicate. It was noted that the patient regularly charged every 2 weeks. It was noted that the patient found one day that she could not charge. It was noted that the patient met with another manufacturing representative who was not able to communicate with the ins with the clinician programmer, patient programmer, and the recharger. It was noted that the explant scheduled and occurred on the day of report. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the symptoms or complications associated with this event included less than 50 percent therapy relief. It was noted that the symptoms were located at the patient¿s normal chronic p ain locations. Additional information received reported that the patient was receiving effective therapy.